Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the site experienced issues passing registration. It was noted that the site worked with the CT scanner manufacturer to confirm the images were to protocol. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient information provided. Medtronic received information that the site was able to perform a successful registration of the patient. The reported issue occurred in a functional endoscopic sinus surgery (fess). Correction: initial reporter updated to proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: additional procedure information documented. Correction: the system checkout information cut off in the original MDR: medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure was a functional endoscopic sinus surgery (fess) with a reported delay of 5 minutes due to this issue.

Manufacturer narrative:
The software investigation was unable to determine probably cause as the behavior could not be replicated following the work order. The system archive was reviewed and found that the frame was attached close to the patient head, which could cause difficulty registering the patient. The system logs provided no other information. If information is provided in the future, a supplemental report will be issued.